Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced no vibration alert and an adverse event. Patient reported that she awoke at 12:00 am with a low blood glucose (bg) level. Patient had a seizure; was unable to feel their limbs. Patient crawled to the kitchen and ate some yogurt. Patient reported that before going to sleep, she placed the receiver on vibrate and placed it underneath her pillow. Patient reports that she not sure why she did not wake up from the alarm. Patient reports that the alert function of the receiver works; both vibration and audio alerts. At time of contact, patient is well. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.